Event description:
I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 20205262. My model number is ess305. This device has a three year shelf life, however, I do not have that expiration date. The onset of my complaint started on (B)(6) 2008. This is a list of my side effects and symptoms that I have experienced due to essure. Cramping, sharp/stabbing pelvic pain, menorrhagia (excessive bleeding), mittelschmerz (painful ovulation), night sweats, loss of libido, hot flashes, spotting after sex, painful periods, painful intercourse, incontinence, sexual dysfunction, urgent/frequent urination, vulvodynia (itching, burning, stinging, stabbing of vagina entrance), breast tenderness and pain, abdominal spasms/twitching/fluttering, back, joint, leg, breast, neck, spine and hip pain, chronic pelvic pain, gas, constipation, severe bloating, metallic taste in mouth, bowel issues, headaches, migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog, mood swings, depression, ringing in ears, black out spells/fainting, diminished brain function, numbness in thighs, numbness/tingling in extremities, sensation of burning, stinging, tickling or prickling of skin, tremors/shakiness, vitamin d deficiency, easily bruised, fibromyalgia, skin irritation, swelling of legs and feet, insomnia, weight issues (loss/gain), tooth pain, swollen glands, unexplained fevers, muscle spasms, vision problems (floaters, blurred, decreased), excessive sweating, dry skin, hair and eyes, severe bloating. I have not been seen by doctors. I have been diagnosed with the following conditions, fibromyalgia. The device is still inside of me. (B)(4).